Event description:
On april 12, we were notified by the importer of the device, fujifilm healthcare americas, that it had submitted an MDR (report no: 1000513161-2024 00025) to the FDA with the following information: on march 27th 2024 fujifilm healthcare americas corporation was informed of an event involving fdr go plus e. It was reported that the peds abdomen is defaulting to adult abdomen techniques. There is no additional information provided."

Manufacturer narrative:
Detailed information is being collected due to lack of information. After obtaining additional information, we will consider the need for action.

Event description:
On april 12, we were notified by the importer of the device, fujifilm healthcare americas, that it had submitted an MDR (report no: (B)(4)) to the FDA with the following information: "on march 27th 2024 fujifilm healthcare americas corporation was informed of an event involving fdr go plus e. It was reported that the peds abdomen is defaulting to adult abdomen techniques. There is no additional information provided."

Manufacturer narrative:
In paragraph f10 of MDR (MDR no.: (B)(4)) submitted by importer, medical device problem code (a): 2965 is defined as follows: installation-related problem problem associated with unsatisfactory installation, configuration, and/or setup of a specific device. We asked fujifilm what kind of problems occurred during installation and why they led us to report this MDR, but we could not confirm the details. However, they were able to confirm that the default adult parameters had been changed before use and that children were not photographed under adult x-ray conditions. Judging from the available information, there is no "pediatric abdomen" in the factory shooting menu, so it is probable that appropriate changes were not made when the new menu was created by modifying the other menus. We assume that this is related to the installation-related problem selected in the medical device problem code (a) of MDR. In the section on how to set apr (anatomical programs: (program for storing x-ray condition)) in the reference guide, it is stated that "when delivered, initial setting of apr is registered. Change the setting suitably in accordance with the radiography parameters often used by clinical." Since the user noticed that the x-ray conditions were not appropriate before x-ray irradiation and the equipment did not malfunction, it is judged that no action is necessary for the equipment.